Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report that they were hospitalized due to high blood glucose levels. The customer's blood glucose level ranged from 442 to 625 mg/dl. The customer also reported receiving insulin flow blocked alarms and a motor pic failed self-test alarm. The self-test was performed and it failed. During troubleshooting it was found that the reservoir was not correctly connected to the catheter. The insulin pump was replaced and was advised to return their device for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
The insulin pump was received with pump error 63 alarm during self-test and was confirmed in the insulin pump history due to cold solder joint at u1 keypad assembly. However, the insulin pump was received with operating currents within specifications and passed rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms were noted. The insulin pump had cracked keypad overlay at the select button, minor scratched display window, case and keypad overlay.